Event description:
It was reported that the stents could not be removed due to crystallization. The patient had stents placed in both ureters due to severe pain caused by urinary stones, 3 days before giving birth. After more than 40 days, removal of the stents was attempted after the patient complained of unbearable pain. The stents were unable to be removed by standard methods due to crystallization on the surface of the stents. The doctor used a holmium laser to break apart the stones, and was able to remove the stents. Varying degrees of crystallization was found on the surfaces of both stents. Following the surgery, the patient's condition was stable.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient's condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).